Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer alleged discrepant influenza a and influenza b results for 1 patient sample while using the cobas sars-cov-2 & influenza a/b v2 test for use on the cobas 58/68/8800 systems. The alleged sample initially generated positive results for the influenza a and influenza b targets. The same sample was retested using another method (system unknown) which yielded a negative result for influenza a and a negative result for influenza b. No harm was alleged. An investigation was conducted to evaluate the customer issue.

Manufacturer narrative:
The cobas 8800 system's serial number is (B)(6). An investigation was performed. Roche controls were reviewed and generated results within their expected ranges. No sign of contamination of the negative controls were observed. The results for influenza a and influenza b are at or around the level of detection. Therefore, these would waver between positive and negative. Based on the results from the other laboratory (technology unknown) it is also possible the differences in technology would cause the other test to not pick up the influenza a or influenza b. After sample collection, specimens can be stored for up to 24 hours at 2-25°c followed by up to 3 days at 2-8°c and at = -18°c for up to 30 days. The other test results were obtained on (B)(6) 2024, which is more than 24 hours at room temperature. This could have contributed to the decay of the sample as well. A system assessment was performed and no issues were found that would cause a false result or contamination. The system has been ruled out as well. The likely root cause is differences in technology and a possible degradation of the sample as it was tested at the reference lab after the allowable stability time. The same primary sample was sent to the reference laboratory therefore contamination of the primary tube is ruled out. The investigation did not identify a product problem.